Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient had a mod z stem & neck, dynasty metal on metal acetabulum. Surgeon wanted to remove the metal on metal (mom) including the stem. He retained the dynasty shell. Inserted a dual mobility liner and insert. He replaced the stem with a zimmer revision stem and 28mm ceramic head.

Manufacturer narrative:
After reliability engineering review, it has been indicated the complaint does not allege deficiency in the product. Please void this report.